Event description:
It was reported that the subject device exhibited no image with scope communication error. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to check for video connector socket whether it was failing or was loose or if dust had accumulated in the unit. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the device was not return and the reported malfunction did not reoccur during investigation, a probable root cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.